Event description:
Furthermore the lead had high thresholds.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had elevated thresholds. The lead was re-positioned and remains in use. The patient was a participant in the panorama 2 study clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.